Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. An attempt to follow-up with the consumer was made on several occasions in an effort to obtain feedback on her medical condition. However, upon calling the number provided a message stating that the number was no-longer in service was given.

Event description:
The consumer stated that she is experiencing a sunburn-like irritation on the top of her hands and cold/flu-like symptoms including a stuffy nose, chest congestion and body aches after tampon usage. Her face also feels hot. She indicated that her menstrual cycle flow appeared to be heavier than normal causing her to have to change her tampon once every hour. She is taking tylenol flu severe, however, it is no longer helping her symptoms.